Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 322 mg/dl and a bolus was delivered to address the bg level. It was reported that the customer had already changed out their cartridge and changed their site three times prior to contacting tandem technical support(cts). During troubleshooting with cts, the cartridge and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set site and declined further troubleshooting. The customer was able to successfully deliver a bolus without a subsequent occlusion alarm.